Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 01/30/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g5 mobile continuous glucose monitoring system user's guide states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Calibration was performed while the error reading symbol displayed. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. System may correct problem on its own and display sensor glucose readings again. It was reported that the sensor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system user's guide states: dexcom g5 mobile sensor sessions last seven days. At the time of contact, no injury or medical intervention was reported.